Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had deflated the balloon and attempted to remove foley catheter several times without success. About an inch of the foley was stuck in the penis. It was stated that the nurse had called for help and got a second opinion before calling the doctor. It was a non-latex 22 fr foley catheter that sometimes had a ridge near the balloon. After the nurse came to the patient to pull it, they found the balloon had deflated and the plastic had folded over on itself instead of lying flat. Also stated that caused pain for the patient who had to sit with it at the tip of the penis for approximately 40 minutes while staff troubleshoot the problem. Doctor had to tug on the catheter firmly until it popped out.

Manufacturer narrative:
The reported event was inconclusive due to the condition of the samples received. Although an exact root cause could not be determined a potential root cause could be balloon material does not shrink quickly enough. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d, g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the nurse had deflated the balloon and attempted to remove foley catheter several times without success. About an inch of the foley was stuck in the penis. It was stated that the nurse had called for help and got a second opinion before calling the doctor. It was a non-latex 22 fr foley catheter that sometimes had a ridge near the balloon. After the nurse came to the patient to pull it, they found the balloon had deflated and the plastic had folded over on itself instead of lying flat. Also stated that caused pain for the patient who had to sit with it at the tip of the penis for approximately 40 minutes while staff troubleshoot the problem. Doctor had to tug on the catheter firmly until it popped out.